Event description:
It was reported that an alarm 01 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer successfully loaded a new cartridge and resumed insulin delivery.